Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were in pain in their lower back all the time since implant. Patient said they were not sure if the pain was related to the procedure or not because they feel the pain in their lower bottom, not where the incision was but lower. Patient stated that the incision does not look infected. Patient mentioned they had an appointment with healthcare provider (hcp) tomorrow and wanted to know if the therapy was working because they feel they had not been as careful as the previous time they had an ins. Patient said that with this new procedure they had bent and they fear the leads might have been pushed out because of the movement. Reviewed therapy information and general programming guidance. Patient confirmed they had seen improvement so far. The patient was redirected to their healthcare provider to further address the issue. Patient had an appointment with their hcp tomorrow. Additional info rmation was received from a healthcare professional(hcp). When asked the steps taken to resolve the lead pushed out, the hcp reported that they had turned down the stimulation, ice, motrin, tylenol without improvement. On (B)(6) 2026, advised to turn off device to see if pain improved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) serial# implanted: (B)(6) 2026. Explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 29-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.